Event description:
Same case as 2134265-2008-04803. It was reported that post a coronary drug eluting stenting treatment procedure, chest pain, thrombosis and surgery occurred. The physician implanted two taxus atom stents, unknown sizes, in the first obtuse marginal (om1) with good results. The stents were placed overlapping. The patient complained of chest pain while still in the hospital. No further patient complications were reported. Approximately two days post implantation, the physician attempted to treat the right coronary artery (rca), but was unsuccessful and surgery was required for treatment of the rca. Prior to the surgery the physician found that the om stents were thrombosed. The thrombosed stents and the rca were treated with coronary artery bypass grafting (CABG) three days post implantation. Additional information regarding this event is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The root cause will be documented as anticipated procedural complication.